Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The collimator was replaced and adjusted. The system was tested and operates as intended. This event could be a possible accidental radiation occurence.

Event description:
The customer reported a collimator and an iris potentiometer error message on the 8800 system, after booting up. No pt injury was reported.